Manufacturer narrative:
Follow-up #1 date of submission 08/12/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the black box data showed no evidence of short battery life. The data did show a battery alarms related to post delivery motor power supply faults. A visual inspection of the pump showed that the battery compartment and returned battery cap were undamaged; the battery cap was able to fully tighten on to the pump. The pump¿s current draws measured within specifications. The pump cover was opened and moisture was observed on the internal components of the pump. Unrelated to the complaint, the pump casing was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.